Event description:
It was reported that the device alarmed for leakage soon after start of a surgical procedure. The user could not identify the source of leakage and decided to replace the device in a controlled maneuver which has reportedly led to prolongation of surgery time. The procedure could be continued without further issues and, no consequences for the patient were reportedly resulting from the event.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the concerned device and potential repair measures. Upon request for further information, no additional details could be provided. Without having access to the device or to the log file it is impossible to perform a case-specific evaluation. Age of the device and state of repairs and preventive maintenance are unknown to the manufacturer since no s/n information was included in the user facility report. Dräger recommeds to perform a pre-use check at least on a daily base and a leak test prior to each procedure - the provided information does not allow a conclusion if these tests were performed prior to the particular surgery or not. In fact, it can neither be confirmed nor denied that a malfunction of the anesthesia workstation has occurred - based on experience, the source of leakage is in most cases outside the device in the patient circuit, at the et tube or at the connection between both. The fact that the procedure could be continued without further issues with the replacement device is not in conflict to that - the patient circuit may have been replaced as well or the source of leakage may have been removed unnoticedly during the exchange maneuver. Dräger finally concludes that the workstation has responded as designed upon a disturbance of unknown origin and has posted the corresponding leakage alarm. All alarms, potential root causes and dedicated remedies are listed in the IFU. It is recommended to the user facility to have the device checked by trained service personnel.

Manufacturer narrative:
This is a correction of the previous report. The model no. Was corrected. The user facility report contains a serial number that does not correspond to the format used by dräger. The serial number and unique device identifier (UDI) of the affected fabius tiro were requested from the customer but not provided. Therefore, the UDI cannot be determined.

Event description:
It was reported that the device alarmed for leakage soon after start of a surgical procedure. The user could not identify the source of leakage and decided to replace the device in a controlled maneuver which has reportedly led to prolongation of surgery time. The procedure could be continued without further issues and, no consequences for the patient were reportedly resulting from the event.